Event description:
The customer observed false nonreactive alinity I syphilis tp result generated by the alinity I processing module for a patient with a history of positive syphilis results. The sample was tested with other methods and positive results were obtained. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): alinity I syphilis tp initial result = 0.41 s/co (nonreactive) alinity I syphilis tp repeat results = 2.50 s/co (reactive), 2.41 s/co (reactive) mindray platform result = 1.8 s/co (positive) trust 1:2 titer result = positive there was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 07p60-74 that has a similar product distributed in the us, list number 07p60-21/31, with 510k/PMA/bla number k153730. The complaint investigation for false nonreactive alinity I syphilis tp results included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, a labeling review, and in-house testing of retained reagent kit. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and supported the complaint issue without indication of any additional issues. A search for similar complaints did not identify an increase in complaint activity for lot 66063be01. A review of tracking and trending for the alinity I syphilis tp assay (list number 07p60) did not identify an increase in complaint activity related to the complaint issue. A review of the device history record did not identify any non-conformances or deviations with lot number 66063be01 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer¿s issue. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met, and no false nonreactive results were obtained, showing that the lot generates the expected results. Based on our investigation, no systemic issue or deficiency was identified with the alinity I syphilis tp reagent, lot number 66063be01.